Event description:
As reported, the inner hypotube of the 7x100 smart control self-expanding stent (ses) detached from stent delivery system within the patient's body. During the process, the stent was successfully deployed in the patient after the hypotube detached. The procedure was completed using a cut down technique. The product had been stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, confirming the visibility of the black dotted pattern with a grey background. No anomalies were noted when the stent was removed from the package, nor were there any unusual observations about the stent delivery system prior to its use. The preparation phase proceeded without any difficulties or anomalies. The superficial femoral artery (sfa) was the target. The device passed through acute bends without any issues. There was no unusual force applied at any time during the procedure. There was no thrombus was present proximal to, at, or distal to the lesion site. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the inner hypotube of the 7x100 smart control self-expanding stent (ses) detached from stent delivery system within the patient's body. During the process, the stent was successfully deployed in the patient after the hypotube detached. The procedure was completed using a cut down technique. The product had been stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, confirming the visibility of the black dotted pattern with a grey background. No anomalies were noted when the stent was removed from the package, nor were there any unusual observations about the stent delivery system prior to its use. The preparation phase proceeded without any difficulties or anomalies. The superficial femoral artery (sfa) was the target. The device passed through acute bends without any issues. There was no unusual force applied at any time during the procedure. There was no thrombus was present proximal to, at, or distal to the lesion site. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the inner hypotube of the 7x100 smart control self-expanding stent (ses) detached from stent delivery system within the patient's body. During the process, the stent was successfully deployed in the patient after the hypotube detached. The procedure was completed using a cut down technique. The product had been stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked, confirming the visibility of the black dotted pattern with a grey background. No anomalies were noted when the stent was removed from the package, nor were there any unusual observations about the stent delivery system prior to its use. The preparation phase proceeded without any difficulties or anomalies. The superficial femoral artery (sfa) was the target. The device passed through acute bends without any issues. There was no unusual force applied at any time during the procedure. There was no thrombus was present proximal to, at, or distal to the lesion site. The device was returned for analysis. A non-sterile inner shaft of one ¿smart control, iliac 7x100ml¿ was received coiled inside a clear plastic bag. The inner shaft was unpacked for evaluation. It was found to be separated approximately 152 cm from the distal end. No other notable details were observed. The separated edge of the inner shaft was inspected using a vision system, which provided a magnified image showing evidence of elongations. These elongations on the plastic material are commonly associated with damage caused by material tensile overload. Therefore, it is assumed that the material was subjected to a tensile force that exceeded its yield strength prior to the separation. No other anomalies were observed. The reported ¿inner shaft separated¿ was confirmed during device analysis, as only the separated portion of the inner lumen was returned for analysis. The exact cause cannot be conclusively determined. The remaining portion of the sds was not returned with the inner lumen. Magnification inspection of the inner lumen revealed a separation 152cm from the distal end. The separated area presented evidence of elongations and plastic deformations suggesting the device was induced to forces that exceeded its material yield strength. Based on the information available for review, and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the customer. However, there were no problems deploying the stent; therefore, it is likely procedural factors and handling of the device contributed to the events reported. According to the instructions for use, which is not intended as a mitigation of risk, for smart control, ¿preparation of stent delivery system: a. Open the box to reveal the pouch containing the stent and delivery system. B. Check the temperature exposure indicator on the pouch to confirm that the black dotted pattern with a grey background is clearly visible. See ¿warnings¿ section. C. After careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. D. Flush the flushing valve of the stent delivery system with heparinized saline using a 3-cc syringe to expel air. Continue to flush until heparinized saline weeps from the distal catheter end. E. Flush the guidewire lumen of the stent delivery system with heparinized saline using a 20-cc syringe to expel air. Continue to flush until heparinized saline flows out of the wire lumen at the distal catheter tip. F. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Stent deployment procedure: 1. Insertion of introducer sheath or guiding catheter and guidewire a. Gain access at the appropriate site utilizing the appropriate accessory equipment compatible with the stent delivery system. B. Insert an .035¿ (0.89 mm) guidewire of an appropriate length through the introducer sheath or guide catheter. A. Ensure locking pin is still in place. Note: if the locking pin is not in place, system performance may be compromised and another system should be used. B. Advance the stent delivery system over the guidewire through the sheath introducer to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Caution: always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site.¿ the information available and device analysis do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.